Event description:
It was reported that patient presented to the emergency department in ventricular tachycardia at rates of 250s. The patient was externally shocked and returned to normal sinus rhythm. Flows were noted to be at 4.8-5 lpm during the event. No low flow alarms were seen upon initial interrogation. Log files were submitted for review and captured routine events. The ventricular assist device and peripheral equipment appeared to have been functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. The patient remains ongoing on lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.